Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that these 980 ventilators did not pass the circuit pressure test portion of the short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue in logs, and replaced the exhalation sensor printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer's specifications at the time of service. The device was available for evaluation. One exhalation sensor pcba was returned for further analysis. The part was visually inspected with no faults or damage observed. The exhalation sensor pcba was installed in the failure investigation test ventilator for analysis, powered up normally but during est, the ventilator failed the circuit pressure test. After a thorough investigation, a faulty autozero solenoid (so1) on the eva was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the circuit pressure test failure was determined to be a faulty autozero solenoid (so1) on the exhalation sensor pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the circuit pressure test portion of the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.